Event description:
It was reported that during a lap gastric bypass, when the surgeon used the shear after a short stop, it did not work. The generator indicated error code for instrument failure. Found the active blade had broke into two pieces. Found broken part of blade outside of pt. Case continued with a new shear. No pt consequences.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."